Event description:
A hospital in (B)(6) reported, via a distributor, that the manometer of an rd900aeu neopuff infant resuscitator was giving inaccurate readings. There was a big difference between the measured reading value and the value on the manometer gauge. This was observed before patient use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The complaint rd900aeu neopuff infant resuscitator is not available for investigation. We are currently in the process of gathering further information about the reported complaint from the hospital. We will provide a follow-up report once we receive further information and have completed our analysis.